Event description:
Second treatment of aviclear caused third degree burn on nose, agent from cutera not taking any responsibility as it was not listed as side effects. Not even recognizing that it is burn however, being physician myself sought treatment. Will end up in scar and not willing to compensate the damage. Need to take action about this company, they are charging 3000/3 treatment. Willing to provide evidence as requested.